Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The device's software was checked. The lcd display was evaluated by the manufacturer's product investigation laboratory (pil) and found the lcd display functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's lcd display was replaced to address the issue. In addition of the above evaluation, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The device's software was checked.